Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency department for intractable headaches. As part of the procedure, the patient was tested on the fisher-sure-vue hcg-stat serum/urine test and received a positive result. Confirmatory testing was performed on the same day and produced a serum quant of <0.01 miu/ml. The patient's urine was recollected, tested on the same lot and produced a positive result. On (B)(6) 2019, the customer retested both urine samples on the lot in question and received negative results. There was no treatment provided or withheld based on the result. The patient was not hospitalized and was discharged from the emergency department. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as technique, storage, handling, and patient sample.

Manufacturer narrative:
D4: UDI information added. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes, and all devices yielded the expected negative results. Retained devices were also tested with the patient samples. Again, results were read at 3 and 4 minutes, and all devices yielded negative results. The hcg concentration of the two samples were determined to be 2.9 miu/ml and 2.1 miu/ml. These concentrations are below the threshold for this device and sample type, and are consistent with negative results observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information, as the reported issue was not replicated during testing of retained devices with either hcg-negative urine samples or the patient samples. Case details indicate that the samples may have not been allowed to settle. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Additionally, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.